Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead noted impedance measurements greater than 2,000 ohms. It was also noted the polarity had changed from bipolar to unipolar configuration due to the high impedance measurements. During testing, noise was noted in the ra lead. As an incomplete lead fracture was suspected, the configuration was changed to bipolar and the safety switch feature was programmed off. Additionally, the sensitivity was reprogrammed. This patient will continue to be followed appropriately. No adverse patient effects were reported.